Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2025 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7141099 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (b(6). Batch: 7140245 UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the spine and was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility. It was noted that there was no device malfunction. No further information has been obtained.

Manufacturer narrative:
Model number/catalog number: sc-1216/ sc-2218-50. Serial number: (B)(6). Batch/lot number: 595400/ 7141099/ 7140245. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection at the spine and was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility. It was noted that there was no device malfunction. No further information has been obtained. Culture was taken but no information was divulged as to the result.